Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall was noted in the epump event logs with no motor stall recovery recorded. The motor stall was caused by patient having an MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent if additional information becomes available.